Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying no milk back up occurred, verifying correct kit components were being used, washed, and dried according to our instructions for use; and user was not washing or drying tubing on pump. In follow up with a complaint handler on 10/25/2021, the customer stated that the mastitis started a one or two days prior to calling in and she was prescribed an antibiotic. The customer also stated that the pump seemed to vibrate, causing the pump parts to become loose inside the pump which over time caused the pump to start losing suction. Additionally she indicated that the replacement pump is working well. Based on the results of our internal investigation (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her freestyle flex breast pump has low suction and vibrates despite changing the parts. The customer also alleged that she developed mastitis after having clogged ducts due to the low suction.